Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling es balloon catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon near the distal edge of the markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 100% stenosed target lesion being treated was located in the severely tortuous and calcified unknown vessel location. The 1.5mmx20mmx143cm sterling balloon catheter was advanced to the lesion and ruptured at 10 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.